Event description:
The customer reported that an undetermined amount of cleaner and blood leaked from the bellows of the coulter lh 750 hematology analyzer while running patient samples. The customer indicated that the bellows were not draining thereby causing the leak. The customer stated that the instrument did not generate any error messages during the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed that the bellows intermittently would not drain. The fse replaced the vacuum chamber vl12c actuator and flushed all waste tubing and vacuum chambers vc11, vc16, and vc13 to resolve the issue. The fse noted good vacuum and ran sixty (60) samples without any issues. Failure mode of the event is attributed to the vl12c actuator needing replacement, and the waste tubing and vacuum chambers vc11, vc16, and vc13 needing to be flushed. (B)(4).